Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had turned off both her implants a while ago because the implantable neurostimulators (ins) were not helping the patient's symptoms. The patient had turned both inss off for about a year and then went into the doctors to have them checked. After that the patient decided to leave both inss off. They were wondering if it was safe for the patient to leave the inss inside the body and was worried that the battery could leak/corrode in the body. It was noted that the "metal" from the ins on the right side was hurting the patient. They were looking into having the implants removed but they were not sure yet if it was the right decision. It was also noted that at different times one side would be working well and the other side would have a problem and it would go back and forth like that between the two sides. Falls could be related to this issue. The patient had fallen several times but that it was not caused by the therapy and was due to the patient's cerebral palsy. It was unknown when the patient noticed the inss were not helping her or when the falls occurred. The "metal" hurting the patient started about a year ago.

Manufacturer narrative:
Corrected information: sex, date of birth.